Event description:
Watchman flx CT study. It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully competed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 21.0 mm. The patient was discharged the next day as planned on a medical regiment of aspirin. Sixty-eight (68) days post procedure the patient died of unknown causes.